Event description:
The customer complained of ongoing ise alarm issues with their cobas 6000 c (501) module system. The customer provided the ise indirect na and ci for gen.2 results for 1 patient that are a reportable malfunction. The initial chloride result was 123.7 mmol/l. The same patient sample was retested on the same analyzer with a chloride result of 106.6 mmol/l. The same patient sample was tested on a cobas c311 analyzer and chloride result of 103.9 mmol/l was obtained. The initial sodium result was 117 mmol/l. The same patient sample was retested on the same analyzer with a sodium result of 141 mmol/l. The same patient sample was tested on a cobas c311 analyzer and sodium result of 142 mmol/l was obtained. The erroneous results were not reported outside of the laboratory. The chloride and sodium results from the cobas c311 were deemed to be correct. There was no adverse event. The sodium and chloride electrode lot information was requested but was not provided. The customer stated that they have had issues with biorad qc results being out of range. The customer stated that after replacing the chloride and the internal reference electrodes the us qc was still not recovering well. No specific qc results were provided and it was not clear if the qc issue was prior to the erroneous patient results. The field engineering specialist found debris in the internal standard (is) bath. He cleaned the is bath. As preventative maintenance, he replaced the gear pump head. The customer performed precision testing, calibrations, and qc testing all with acceptable results. The service activities performed resolved the customer's issue. No further issues were reported following the service visit.